Event description:
Approximately 2 weeks ago, the pump was set up the night before a planned surgery in the ccu. An unscheduled "emergency" case of suspected pericardial tamponade needed the use of this pump. The pump was programmed by the clinician and the programming was checked by two others. However, the pump was misprogrammed for 5 mg/kg/min instead of the intended 5mcg/kg/min while running dopamine. 10 minutes later the patient arrested. The surgeon associated the pt response with a worsening condition of the pericardial and performed a sternodomy. Once evaluating the heart, no "hole" was found. This is when the pump misprogramming was discovered. The pt's condition stabalized and the pt has recuperated post-operatively.